Event description:
On (B)(4) 2013 additional programming history was reviewed which indicates that the faulted system diagnostics test occurred on (B)(6) 2010 that changed the patient¿s settings.

Manufacturer narrative:
Additional information was received which changes the event date.

Event description:
Additional programming history was received on (B)(6) 2012; however this history only contained data from one date (B)(6) 2012. On that date, the patient was interrogated at the same faulted settings, and the settings were corrected. Attempts for diagnostics history have remained unsuccessful.

Manufacturer narrative:
Review of programming/device diagnostic history performed.

Event description:
On (B)(6) 2012, a patient's most recently programmed settings were reported. These settings were indicative of a faulted diagnostic. Additional programming history was received and it was observed that the patient has been at faulted settings since at least (B)(6) 2011. Prior to that, on (B)(6) 2010 the patient was at intended settings. Diagnostic history was not provided, so it is currently unclear when the faulted test occurred. Attempts for additional programming history, including diagnostic history have been unsuccessful to date.